Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when device was used along the stomach line, staples were fired but tissue was not fully cut. The surgeon removed the stapler and used laparoscopic scissors to finish the cut. There was no patient injury.